Event description:
There was a reported malfunction of a pump, indicated by malfunction code 12-0x2071, that did not lead to any adverse impact on the customer's blood glucose level. The problem occurred in ireland and was managed by air liquide healthcare ireland. Technical support assisted the caller by resetting the pump and provided guidance on storage mode. The code did not recur after the reset, allowing the customer to continue using the pump, with the instruction to revert to multiple daily injections (mdi) should the issue recur. Technical support also issued instructions for returning the device using a pre-paid label within 10 days.